Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge changes were completed on (B)(6) 2017 and (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no indication that the insulin pump caused or contributed to low bg levels. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 37 mg/dl and the cause was not known. Juice was consumed to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported low blood glucose was identified; however, a different issue was identified.